Event description:
The following info was rec'd via a user facility medwatch: on (B)(6) 2013 at 11:10am during hemodialysis treatment the pt's uf was turned off due to hypotension. The pt was alert and oriented, but appeared to be short of breath. However the pt did not have any specific complaints. Shortly after, a certified dialysis technician took the pt's blood pressure and pt became unresponsive (no pulse and not breathing). CPR was initiated and ems was called. Pt was transported to a local hospital where he expired.

Manufacturer narrative:
This report is being submitted as part of a system level review. We have contacted the initial rptr and rec'd medical records. The post market clinical staff is in the process of reviewing medical records provided. A supplemental report will be submitted upon completion of the physician's medical review and the plant's eval. This complaint is related to the following MDR's: 1225714-2013-02902, 3005162618-2013-00029, 1713747-2013-00456, 8030665-2013-00620, 2937457-2013-00209.